Event description:
The tech alleged the head section of the bed would self run up. No reported injury.

Manufacturer narrative:
The tech found the head up button on the pendant was not functioning. The tech replaced the pt pendant to resolve the issue.